Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. An analysis was performed on the handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the flashcard and the reported allegation was confirmed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2012, the physician's handheld battery would not last more than 10 minutes even when left charging for a while. (B)(4) attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device evaluated by MFR?, corrected data: follow-up report #1 inadvertently did not select the if the device had been evaluation by the manufacturer.